Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient will be getting scheduled for a replacement, but it has not been scheduled yet. Per the office, it will most likely not be done until 6-8 weeks from now.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported they think their batteries are low or it's not working right. Patient stated they know when their sugars are high they urinate a lot but when they are down they leak and they don't know if this is normal. Patient said noticed a return of symptoms about a month ago and checked implant last week. Agent asked patient to connect to their implant and patient stated they are getting a message that their internal battery is low and to contact their clinician. When asked, patient stated current setting at 7.2. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacture representative. They reported that pt had recently been using a electromagnetic foot mat for treatment of some kind of foot ailment (caller doesn't know specifics) and pt notice thereafter that their therapy wasn't as effective and pt saw their managing hcp last thursday (oct 10). At that visit, the pt's ins battery was showing as low and caller concerned that the foot mat use contributed to this premature low ins battery since caller doesn't know the pt to have high settings though caller doesn't know pt's setting history either.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was not caused by normal battery depletion and the like cause was the foot massager. They reported that replacement was planned and the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.